Manufacturer narrative:
Corrected information: d4 - primary UDI number, b5. Investigation ¿ evaluation. Event description: it was reported the flexor parallel ureteral access sheath and dilators was peeled off during transurethral lithotripsy (tul) procedure. The issue was found when the device was used via urethra and the disposable endoscope screen showed something that looked like peeling around the sheath tip. Another device from the same lot was used, but the same event occurred, the device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. Two devices were returned in open packages with label. Visual examination noted the inner line had peeled on both returned access sheaths. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue. It is possible the disposable ureteroscope used with the access sheaths peeled the liners. The cause of the issue was not conclusively established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information known prior to sending the initial MDR, but inadvertently not included in the initial MDR: a second sheath from a flexor parallel ureteral access sheath and dilators was used and the disposable endoscope screen showed something that looked like peeling around the sheath tip. The procedure was completed with the second device. There was no material that needed to be removed from the patient.

Manufacturer narrative:
H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the flexor parallel ureteral access sheath and dilators was peeled off during transurethral lithotripsy (tul) procedure. The issue was found when the device was used via urethra and the disposable endoscope screen showed something that looked like peeling around the sheath tip. The procedure was completed by using same-type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.